Manufacturer narrative:
Patient identifier: (B)(6). Lot number was listed as 29390226.

Event description:
Elegance clinical study: it was reported that a dissection occurred. The subject underwent treatment with the drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal sfa and right proximal popliteal artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis. Prior to target lesion treatment, pta balloon was performed with non-bsc 4.0 x 150 mm balloon and lithotripsy was performed with shockwave. The treatment of the target lesion was performed by placing a drug-eluting stent of 6 mm x 120 mm. Following post dilatation with 6.0 mm x 80 mm non-bsc balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, during treatment of target lesion, dissection (grade of most severe dissection-c) was noted with residual stenosis 10% post dilation. As a response to the dissection, bailout stent was implanted, and the complication was resolved.

Manufacturer narrative:
A1. Patient identifier: (B)(6). D4: lot number was listed as 29390226.

Event description:
Elegance clinical study. It was reported that a dissection occurred. The subject underwent treatment with the drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal sfa and right proximal popliteal artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis. Prior to target lesion treatment, pta balloon was performed with non-bsc 4.0 x 150 mm balloon and lithotripsy was performed with shockwave. The treatment of the target lesion was performed by placing a drug-eluting stent of 6 mm x 120 mm. Following post dilatation with 6.0 mm x 80 mm non-bsc balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, during treatment of target lesion, dissection (grade of most severe dissection-c) was noted with residual stenosis 10% post dilation. As a response to the dissection, bailout stent was implanted, and the complication was resolved. It was further reported that on (B)(6) 2022, during treatment of target lesion #001, dissection was noted with severity grade of c due to 4.0 mm x 150 mm non-bsc pta balloon. As a response to the event, eluvia 6 mm x 120 mm stent (study device) was implanted. Following post dilatation with 6.0 mm x 80 mm jade balloon, the final residual stenosis was noted to be 10% and the complication was resolved.